Manufacturer narrative:
Upon reassessment of reported event, it was determined that this was reported under wrong MFR. It will be reported under (B)(4).

Manufacturer narrative:
Cmp-(B)(4). Medical product- patella catalog# 00597206532 lot# 62747846, tibial component catalog# 00588604610 lot# 62687399, femoral component catalog# 42502607002 lot# 62795708. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient is experiencing pain and instability two years post implantation.